Manufacturer narrative:
It was reported that during a surgery, a communication failure followed by a shutdown occurred. It was not possible to move the robot arm upon restart. DHR review and review of complaint history did not identify any contributory factors to the event. According to technical investigation there were four communication failures. The first one was due to the fact that the arm was moved in cooperative mode out of its limit on axis 4. Three attempts of rebooting failed and also led to communication errors. The most probable root cause is the position of the device in relation to the patient which obliged the user to manipulate the robot arm out of its limits. Corrected data: date of this report. Date received by manufacturer. If follow-up, what type. Device evaluated by manufacturer. Event problem and evaluation codes.

Event description:
During an seeg, the patient was pinned and attached to the robot. Contactless registration was started, and was completed to the point of the manual scans of the right side of the face. The surgeon was moving the arm in fast mode when there was a communication failure and the system shut down. The rosa label on the arm was upside down indicating that the joint was most likely maxed out, but there were not pinched cords. The system was restarted and contactless registrationwas selected again. The robot was unable to connect, so the system walked through the shutdown steps again. This was tried 2 more times after the distance sensor was removed from the arm and after waiting a longer period of time before restarting, but the system was still unable to connect to the controller. The robot was taken away from the patient and the arm was manually released at joints 2 and 3. After this, the patient was attached and registration was restarted. This time the robot was able to connect and registration was restarted. When moving to the right lateral canthus the surgeon said that the arm felt like it was stuck again, so the field service engineer stepped in and was unable to get the arm to move. Registration was canceled and the arm was moved home. After this, registration was started for the 3rd time and this time the robot worked correctly and registration was preformed all the way through. After all of the restarts, the delay was only about 25 minutes. Once the registration was preformed, the case continued as planned.

Manufacturer narrative:
(B)(4). The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
During an seeg, the patient was pinned and attached to the robot. Contactless registration was started, and was completed to the point of the manual scans of the right side of the face. The surgeon was moving the arm in fast mode when there was a communication failure and the system shut down. The rosa label on the arm was upside down indicating that the joint was most likely maxed out, but there were not pinched cords. The system was restarted and contactless registration was selected again. The robot was unable to connect, so the system walked through the shutdown steps again. This was tried 2 more times after the distance sensor was removed from the arm and after waiting a longer period of time before restarting, but the system was still unable to connect to the controller. The robot was taken away from the patient and the arm was manually released at joints 2 and 3. After this, the patient was attached and registration was restarted. This time the robot was able to connect and registration was restarted. When moving to the right lateral canthus the surgeon said that the arm felt like it was stuck again, so the field service engineer stepped in and was unable to get the arm to move. Registration was canceled and the arm was moved home. After this, registration was started for the 3rd time and this time the robot worked correctly and registration was preformed all the way through. After all of the restarts, the delay was only about 25 minutes. Once the registration was preformed, the case continued as planned.